Event description:
It was reported that the implantable pulse generator was being replaced for normal elective replacement indicator (eri). During the replacement procedure when they touched the skin with the electrocautery the ipg switched from bipolar to unipolar and when taking the ipg out of the pocket the ipg stopped pacing. It was noted that the patient was pacemaker dependant. It was also reported that when they tried to interrogate the device they received a power on reset parameters message. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and, analysis of the device revealed normal battery depletion.